Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was encountered when attempting to remove the delivery system after stent implantation. The balloon did not appear to fully deflate, so a 50cc syringe was successfully used to fully deflate the balloon. No pt complications were reported.